Event description:
The resident was transferred from the bed. When the patient was lifted out of bed and transferred, the caregiver noticed something was wrong. However, he did not have time to react when the patient fell out of the device. It was notice that two sling leg clips were detached. As a consequence of the event the resident sustained head contusion and four broken ribs. The device was evaluated by arjo technician and no device malfunction was found.